Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of salpingectomy ("ablation of the uterine tubes (not for reasons of allergy)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required) and allergy to metals ("allergy to nickel"). The patient was treated with surgery. Essure was removed. At the time of the report, the salpingectomy and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals and salpingectomy with essure. The reporter commented: patient had to undergo an ablation of the uterine tubes (not for reasons of allergy), and subsequently was found to have an allergy to nickel that she herself was not aware of. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergy to nickel. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: salpingectomy-analysis in the global safety database 33 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 6-jun-2017: quality-safety evaluation of ptc company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of salpingectomy ("ablation of the uterine tubes (not for reasons of allergy)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required) and allergy to metals ("allergy to nickel"). The patient was treated with surgery. Essure was removed. At the time of the report, the salpingectomy and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals and salpingectomy with essure. The reporter commented: patient had to undergo an ablation of the uterine tubes (not for reasons of allergy), and subsequently was found to have an allergy to nickel that she herself was not aware of. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergy to nickel. Company causality comment: this spontaneous physician report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced ablation of the uterine tubes (not for reason of allergy) (no further clinical details). This event, serious due to medical significance, is anticipated in the reference safety information of essure. In this particular case, the patient was found to have a nickel allergy after the salpingectomy, but this was not considered the reason for the intervention. Based on the available information, a causality of essure for the salpingectomy cannot be excluded (related). This case was regarded as incident because of the required intervention. A product technical analysis and follow-up information are expected.